Event description:
The customer reported obtaining low sodium patient results for three patients on their au5800 clinical chemistry analyzer. One patient sample was repeated on a different au analyzer with similar low result. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but verbally provided the results for one patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found faulty ise data board and ise electrode cables. The fse replaced the ise data board and ise na, k, cl and reference electrode cables to resolve the issue. Upon replacement, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).